Manufacturer narrative:
The reported event was addressed with phone support. The isi fse received a call from the robotic coordinator (roco) who stated reported issues came from a travelling surgical technician, with a lack of experience with the system. The roco stated not having any sort of issue and the system was fully functional and ready for use. The roco would like to avoid system downtime from the isi fse visit. The isi fse discussed a possible site visit for further training of staff, and roco stated they would consider it at a later date. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported universal surgical manipulator 1 (usm1) and usm 4 drifted. The logs do not reflect any system-related issues. The procedure was completed with no reported injury.